Manufacturer narrative:
A ge svc rep performed an onsite investigation. The c-arm's power supply was adjusted from 4.55vdc to 5.20vdc, and the contacts were cleaned. The system was tested and found to be working as intended and returned to svc.

Event description:
It was reported that the system would boot up. There is no report of injury or death associated with the event described in this complaint.